Event description:
The pt was admitted for removal of what was believed to be a stitch granuloma. Wound exploration revealed fractured ventral hernia mesh ring which was removed. Hernia mesh was intact.